Event description:
The manufacturer received information alleging a ventilator shut down and did not alarm. The patient was taken to the emergency room and has fully recovered. The patient was reportedly in school when the event occurred. The ventilator was returned to the manufacturer for evaluation. The device passed all testing and was found to operate and alarm as designed. The device's downloaded event logs were reviewed. The device event logs include every keypress, alarm, or failure of the device to remain within specifications. No errors were observed in the device event log that would indicate a malfunction or failure to deliver therapy occurred. On the reported day of the event, the afternoon of (B)(6) 2016, no errors that would indicate the device shut down were observed. The event logs confirm the device was manually powered off using the proper sequence of key presses at 13:26:54 est and was manually powered back on at 13:41:11 est. The device was manually powered off using the proper sequence of key presses at 20:45:38 est and was powered on at 10:55:32 est on (B)(6) 2016. Several patient circuit disconnect alarms were logged on the reported day of the event which were acknowledged by the caregiver as evidenced by alarm silence/reset keypresses. The manufacturer concludes the ventilator did not shut down, but was manually powered off on the reported day of the event. The device operated and alarmed as designed.